Manufacturer narrative:
D4 - Primary Unique Device Identification (UDI) Number:(b)(4).E1 - Telephone Number: +(b)(6).The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from Germany, Edwards received notification of a 44mm EVOQUE procedure in tricuspid position by right femoral vein. Approximately eleven months after the procedure the valve leaflets appear thickened, partially hypomobile with relevant transvalvular leak. The valve appears stable and in the intended position. A valve in valve intervention has taken place with a transcatheter aortic valve.